Manufacturer narrative:
(B)(4) = vegetations. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned; therefore, the source of the infection could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Although the root cause of this event cannot be confirmed, the perivalvular leak experienced by the patient was most likely due to the vegetations noted on the valve. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Unfortunately, the source of the infection was not provided in this case. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 9 months. Through follow-up with the health-care provider, it was learned that the device was removed due to prosthetic aortic valve endocarditis. According to the operative report, this patient has had 2 previous sternotomies for bacterial endocarditis. The patient also had a pacemaker placed during his last valve replacement. He now presented again with recurrent prosthetic valve bacterial endocarditis versus pacemaker related endocarditis with recurrent bacteremia. He was treated with suppressive antibiotics and did well for several months, but was readmitted with congestive heart failure and decompensation. He was referred again for redo-aortic valve replacement due to a perivalvular leak and endocarditis. Operative report showed that on dissecting the valve free near the commissure between the left and the right, a small pocket of pus was identified. Then, as they got to freeing the valve from underneath the left coronary, a larger amount of pus was expressed from a subannular abscess. There was also a large vegetation on the valve which was removed and submitted for pathology and culture. Additionally, the health-care provider has indicated that this event was not related to a device malfunction. The subject device was replaced with another edwards bioprosthetic valve.